Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline migrated after deployment. A pipeline of 4.5 mm x 35 mm was placed from the middle carotid artery (mca). Implantation of the pipeline of 4.5 mm x 35 mm was initiated from the mca, and an aneurysm on the greater curvature side was run to rotate within the aneurysm, which was slid from the distal end into the aneurysm during an expansion operation. Each microcatheter (phenom) was removed. Presence of adverse health event. The patient was being treated for an saccular, ruptured aneurysm in the right internal carotid artery, c7. The aneurysm height was 14,7mm and the max diameter was 18.0mm. The dome diameter was 15.4. The diameter of the neck was 12.3mm. Greater curvature side. Antiplatelet therapy was administered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no impact on the patient. A new device was used to complete the procedure.